Manufacturer narrative:
On 09 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: early infection detected after one month since revision tka. It is a possible complication of tka, more frequent in revision cases. No reason to suspect that a faulty device originated it. Batch review performed on 15 march 2016. (B)(4)

Event description:
The patient had a second revision (first one notified with MDR 2016-00058). The patient's knee was infected with (B)(6). The surgeon revised the insert and washed out the knee. The surgery was completed successfully. X-rays available. Explants will not be returned to medacta international.

Manufacturer narrative:
On 18 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.